Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive after a day of wear. Customer further reported that he experienced unspecified symptoms of hyperglycemia and was seen in the hospital where he was diagnosed with hyperglycemia. Customer was hospitalized and received 40 units of novorapid instead of 10 and "change in insulin pump". There was no report of death or permanent injury associated with this event.